Event description:
(B)(4). It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2010, the patient presented with diffuse precordial chest tightness and profuse diaphoresis. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. Subsequently, the coronary angiography and index procedure were performed. The target lesion was a de novo ostial lesion located in the first diagonal (d1) with 95% stenosis and was 10.0 mm long with a reference vessel diameter of 2.3 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 12 mmtaxus® liberté® atom¿ stent, with 0% residual stenosis. Post placement of the stent, a vasospasm was noted, which was treated with 400mcg of intracoronary nitroglycerin. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with severe chest pressure radiating to the upper arms and associated with tingling of right fingers. The patient was diagnosed with unstable angina and was hospitalized. Cardiac catheterization was recommended. At the time of event, the patient was taking aspirin only. The study drug,was last taken in 2011 and other antiplatelet medication was never during the study. The following day, coronary angiography was performed and revealed mild to moderate 50% narrowing in mid left anterior descending (lad) artery, free of significant disease in distal lad, narrowing at the origin of d1, and 95% focal isr of the study stent in the mid portion of d1 branch. The 95% focal in-stent restenosis of the study stent in d1 was treated with balloon angioplasty and placement of a 2.25 x 12 mm non-bsc drug-eluting stent (des) with excellent angiographic result. Two days post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).